Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed "err hwbbt". No additional event or patient information is available. No product or data was provided for evaluation. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver did passed the charge and boot testing. The receiver data log was downloaded and reviewed and firmware errors were observed. The receiver functional test was performed and it passed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined.